Event description:
It was reported that the wake button on the pump had to be pressed harder than before in order to turn the pump screen on. There was no reported impact to the customer¿s blood glucose level. Customer declined further investigation or assistance, and no additional information was obtained, so no further action was required.